Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: 02-022-35-4009 - truliant tib imp ps insert sz 4 9mm, (B)(6). 02-020-11-0340 - truliant ps cem fem ps cem right sz 4, (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6). A10012 - gps implant kit v2 1001220129.

Event description:
Additional information received from legal on 07aug2023. As reported via legal documentation the patient had a right knee replacement on (B)(6)2020. Approximately 2 years and 2 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 8 nov 2022. Diagnosis: failed right tka; right knee instability with varus stress findings: the quad was adherent anteriorly and a quadricepsplasty was required to free the extensor mechanism. The femoral component was well fixed but internally rotated. The tibial tray was in slight varus, but there was a noticeable gap at the cement bone interface concerning for loosening. Original description summary: legal case ¿ (B)(6). Implant date: (B)(6) 2020. Explant date: (B)(6) 2022. No device return anticipated due to this being a legal case. Unable to locate surgeon/patient/serial number in ebi. No serial numbers available. Historical record and smartsolve searched for sn/patient name with no results. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 26 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, instability, implant pain, joint effusion, joint laxity, scar tissue and swelling/edema. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.